Event description:
Unwitnessed fall from bed. Caregiver states that patient leaned on bedrail and that it collapsed causing the patient to fall to the floor. Patient was not breathing when 911 arrived. Patient was taken to hospital and pronounced dead.